Manufacturer narrative:
Additional information was received that the reason for ipg replacement was the patient fell and the stimulator was not working the same as before. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason.